Manufacturer narrative:
A steris service technician inspected the table and found fluid residue on the kidney section of the table and also found that fluid had penetrated into the table's column and power supply, causing a short and reported smoke. The technician replaced the power supply and wire harness, sealed the table shrouds and returned it to service. The service technician reported that the procedure involved use of a large quantity of fluids which exceeded the fluid resistance (B)(4) rating of the table. The user facility used only a single drape under the patient and did not utilize any fluid catchment device to limit the amount of fluid leaking onto the table surfaces. Steris offered in-service training on the proper use and operation of equipment and is awaiting a response.

Event description:
The user facility reported that during a patient procedure, the table began to emit smoke from the power supply. The procedure was completed successfully and no injury was reported to the patient or hospital staff.

Manufacturer narrative:
An account manager will perform in-service training on the proper use and operating of the cmax general surgical table on (B)(6), 2012.